Event description:
During the withdrawal of the balloon catheter, a complete disruption of the distal end occurred. It was discovered that the shaft had separated and this was seen under fluoroscopy. All portions of the device were removed from the pt. No pt effects were reported.